Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this ICD and right atrial lead noise being oversensed. There are some atr episodes with some noise on the ra channel which are short lasting and intermittent. The only noise that can be reproduced was when the patient does a seat belt maneuver. Subsequently, the magnet was placed on the device and the patient went asystolic when the electrocautery was performed during shoulder surgery. The asystole continued for about 30 seconds even when the usage of electrocautery stopped. The patient has an underlying rhythm of 50 beats per minute. Additional information obtained from the field representative claimed that a memory dump to disk was downloaded and sent to engineering for review. The physician also planned to decreased the atrial lead sensitivity. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.